Event description:
It was reported that the patient experienced pain near the anal anus whether their implantable neurostimulator (ins) was turned on or off. The patient also experienced stimulation in the wring location. The patient desired to have the device system removed. Follow up information received on (B)(6) 2012 reported that the patient met with their physician on (B)(6) 2012 and noted that their concerns were resolved. Further follow up information received on (B)(6) 2012 from the physician indicated that the cause of the event was unknown and that the ins system was explanted. The patient outcome was reported as no injury.

Manufacturer narrative:
Product ID neu_unknown_lead, lot# uk6164386, serial#, implanted: 2008 (B)(6), explanted: 2012 (B)(6), product typ lead, product ID 3095-10, lot#, serial# (B)(4), implanted: 2008 (B)(6), explanted: 2012 (B)(6), product typ extension, product ID 3037, lot#, serial# (B)(4), implanted: 2008 (B)(6), explanted: product typ programmer, patient. (B)(4).